Event description:
It was reported that during a ptca procedure, the balloon catheter had been used, removed and then re-inserted onto the guide wire, when the tip separated. There was contrast on the guide wire and it seemed as if the balloon catheter caught on the contrast. The separated tip was accounted for. Reportedly, there was no pt injury.